Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of pain and the subsequent revision cannot be conclusively determined; however, it is most likely related to patient conditions as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of pain and the subsequent revision cannot be conclusively determined; however, it is most likely related to patient conditions as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Correction to b5: it was previously reported that this patient had a recalled poly. This information was incorrect. The patient has an xle poly, which is not part of the recall.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, g4, h4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision was likely the result of acetabular liner prosthesis wear. Wear can be the result of implant placement, patient physical activity, patient health conditions or anatomic challenges, unintentional interaction of the implant with third bodies such as bone or cement fragments, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. However, the definitive cause of the prosthesis wear cannot be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient had an initial right tha on (B)(6) 2021. The patient was revised on (B)(6) 2023 due to complaints of pain and recalled poly. The reported event is not related to the breakage of a device and did not lead to surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. Concomitant medical products: (B)(4) 01-030-01-0654 - alt cup clstr g6 sz 54. (B)(4) 01-030-40-0636 - alt xle lnr ntrl g6 36. (B)(4) 164-13-11 - novation element ro s/o col sz 11.